Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05543 and 3005099803-2012-05540 for a description of the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient suffered incontinence, urinary problems and dyspareunia. All other information is unknown and unavailable.